Event description:
It was reported that a patient underwent a valve replacement procedure on (B)(6) 2010 and suture was used. The patient experienced a post-operative infection of the valve at the site where the suture attached to the valve. The infection required a repeat surgery and replacement of the valve and extended hospital stay.

Manufacturer narrative:
Date sent to the FDA: 04/27/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.